Event description:
On (B)(6): customer reports that a (B)(6) male was having a cysto procedure with bladder biopsy under general anesthesia when the system fluoro failed. Physician completed the bladder biopsy via use of endoscopy, but physician did not perform the cysto procedure, even though staff made a c-arm portable fluoro system available for use. Patient is fine, no reported injury.

Manufacturer narrative:
Field service engineer contacted customer before arriving at facility, and instructed customer to disconnect/reconnect (on/off) the power from the gim box and then rebooting infimed computer. This corrected the customer's problem. When fse arrived on site, he could not duplicate problem as system was working normally. Fse troubleshot system, checking connectors from table x-ray interface board throughout table to infimed system reseating/checking each connector. Fse verified proper operation of the system per the hut service checklist and returned the unit to full service.